Event description:
The report received indicated that the patient had a post procedural a non q-wave myocardial infarction after a percutaneous coronary intervention. According to the report, the target vessel was the proximal left anterior descending coronary artery and the first diagonal. A 3.0 x 18mm cypher stent was implanted at 15 atms in the main branch to treat a lesion described as 3.0 x 14mm long, de novo, little or no calcification, not ostial, eccentric and diffuse with 75% stenosis and less than 45-degree angulation. The vessel was predilated at 10 atms with an unknown 3.5 x 9mm balloon and post dilation was also conducted at 12 atms with an unknown 3.5 x 9mm balloon. Timi flow was three before and after the procedure. Kissing balloon was not performed because of side branch total occlusion. The side branch lesion was visually assessed as 2.75 x 13mm long de novo, little or no calcification, eccentric diffused and ostial with a less than 45-degree angulation and 95% stenosis. A post procedural non q-wave myocardial infarction was diagnosed based on elevated cardiac enzymes; the location was related to occlusion of the side branch. No action was taken.

Manufacturer narrative:
This male in the cactus trial experienced mi resulting from loss of a side-branch during implantation of a cypher stent. The cactus trial examines "crush" and "t-stenting" techniques used in the treatment of bifurcation lesions. Medical history included prior mi, hypercholesterolemia and unstable angina. The index procedure was reported as provisional t-stenting, which involves the stenting the parent vessel and only the side branch if there is less than adequate side branch angiographic result. In this case, it appears that the main branch (proximal lad) was pre-dilated and stented with a 3.0/18mm cypher, at which point the side-branch (1st diagonal), became totally occluded. It does not appear that any rescue efforts were attempted. Post-procedural cardiac enzymes were elevated and a non-q mi was diagnosed. At last report, the event had resolved. The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. Both side-branch occlusion and mi are potential adverse events associated with coronary artery stenting. Bifurcation stenting procedures inherently carry a higher risk for procedural complications. Review of the available information indicates that procedural factors likely contributed to this event. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.